Event description:
Per the clinic, the patient experienced a flashing orange light on the sound processor when the coil was connected to the implant externally and no communication established with the implant. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.